Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they could replicate the reported issue. The representative then replaced the door switch for the imaging system and the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. The suspect door switch has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door on the imaging system would not close. Where a door open message appeared on the gantry. After opening and closing the door multiple times, the door successfully closed and the site was able to perform a 3d acquisition. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.